Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance and loss of capture were noted on the left ventricular lead. Device reprogramming was performed and the patient was stable.